Manufacturer narrative:
On (B)(6) 2020, mentor became aware that left device was removed and replaced with new 425ml mentor implant on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/23/2020, device evaluation was completed. Device evaluation summary: during evaluation of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 22019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/17/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 1/17/2020, mentor became aware that the date of surgery was (B)(6) 2019. Hence, field d7 for explantation date has been updated to (B)(6) 2019 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect due date of (B)(6) 2020 was submitted under the last submission (follow up 1). The correct due date for the follow up 1 report is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side noticed on (B)(6) 2019 and confirmed by the physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.